Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was cracked. The customer also reported that she was having difficulty calibrating the sensor. Blood glucose level at the time of the call was 421 mg/dl. The customer also reported recently having a blood glucose level as high as 478 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump tested with no back light anomaly noted. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.